Manufacturer narrative:
Evaluation of the returned ruby coil confirmed that the embolization coil was detached from the pusher assembly. Further evaluation revealed that the sr component was fractured, and the coil winds were unraveled. If the device is manipulated against resistance, damage such as this may occur. Based on the reported complaint, the root cause of resistance could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using ruby coils and a non-penumbra microcatheter. It should be noted that the patient's anatomy was tortuous. During the procedure, resistance was encountered while advancing a ruby coil through the distal end of the microcatheter. The ruby coil became stuck after the physician made four to five attempts to get the coil to take the desired shape in the target vessel. During the advancement attempts, resistance was encountered and it was reported that the ruby coil did not follow the pusher wire. Subsequently the physician noticed that the ruby coil was unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the detached ruby coil was removed from the patient. The procedure was completed using a new microcatheter and non-penumbra coils. There was no report of an adverse effect to the patient.